Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of being hospitalized twice for high and low blood glucose of 400mg/dl to 600 mg/dl. Customer did not have blood glucose level for the low blood glucose. Customer declined troubleshooting for the low and high blood glucose and wanted to report the incidents only.